Event description:
Reference number (B)(4). Event occurred in mexico. It was reported that the patient faced an infusion set detachment event on (B)(6) 2026. The infusion set tubing detached at the quick release, with the insertion site being the leg, and the set had been in use for one day. The patient replaced the infusion set and successfully resumed insulin deliveries. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: guadalajara.